Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced significant increased glucose levels despite the site and cassette changes did not reduce glucose levels, while a manual injection resulted in a decrease in blood glucose. Later the same day, blood glucose increased to approximately 400¿500 mg/dl after a meal consisting of protein only, prompting another site change and presentation to the emergency department where intravenous fluids, saline, and an injection were administered without removing the pump, after which glucose levels declined. The following day, after changing the continuous glucose monitor and infusion site, initial readings were within range but later showed loss of signal followed by a high reading confirmed by fingerstick at 538 mg/dl, accompanied by nausea. Another site change and manual injection reduced glucose levels, though subsequent readings again began to rise. The patient reported site rotation, no visible infusion site issues, continued use of u-200 insulin, and recent pump setting adjustments.